Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Whilst impacting the femoral trial, the impactor fell apart.

Manufacturer narrative:
The submitted instrument was evaluated and the reported event was confirmed. The root cause is attributed to product wear due to normal use and serving. Based on the determination of product wear out due to normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.